Event description:
Customer stated that the product over-heated during testing before a case. There was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed that the bearings on the rotor assembly had failed. Failure of bearings can lead to increased friction between the rotating components of the drill which can result in heat generation.